Event description:
A customer contacted baxter's technical service center to report an issue of a system error (se) 2240, an air in set, alarm. This occurred, while the patient was on the home choice (hc) device, during dwell 3 of 4. The home patient (hp) stated that there was no disconnection of the hp or the bag. The hp stated that the unused clamps were open, but then the hp corrected that and stated that they were closed. There were no leaks reported. The baxter technical representative (tsr) assisted the hp to cycle power and end therapy. The tsr referred the hp to the registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.